Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored. Evaluation also revealed that the force sensor calibration and force sensor resistance were out of specifications. There was contamination found on a component of the force sensor. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed that the display screen was dim with discolored lettering. Evaluation also revealed that the force sensor calibration and force sensor resistance were out of specifications. The pump was opened and there was contamination found on a component of the force sensor. (B)(6).